Event description:
A report was received that the patient had difficulty charging the ipg. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing fine following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.